Event description:
It was reported that following the implantation of an intepro y-mesh, the patient experienced "pinching" on the right side of her pelvic which "gets worse" with activity including "anything involved with abdominal muscles, lifting, walking, sitting too long and bm." It was also reported that the patient had radiating pain that is down her hip and right leg, which is aggravated by prolonged sitting straight in the chair. It was noted that she is unable to have painless relations with her husband. The patient was diagnosed with interstitial cystitis in the year 2013. It was also reported that the patient is only "able to work 4 hours a day" and that her "kids resent me because I am limited in what I can do and I am 'always crabby'" due to her constant pain. If additional information is received, a follow up report will be sent.